Event description:
During a laparoscopic procedure the clamp (pl587r) got stuck in the remover (pl526r). Pt had to be opened up in order to release clamp manually. Surgery prolonged approx 1 to 2 hours. The pt did not suffer adverse effects as a result of this incident.